Event description:
It was reported the patient experienced syncope due to the right ventricular (rv) lead exhibiting a sudden increase in pacing threshold which resulted in the device experiencing an intermittent loss of rv capture. The rv lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported the patient experienced syncope due to the right ventricular (rv) lead exhibiting a sudden increase in pacing threshold which resulted in the device experiencing an intermittent loss of rv capture. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694965 implantable tachy lead implanted: (B)(6) 2004 product ID 5076-52 implantable pacing lead implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.